Event description:
Event description boston scientific crm received information that during post-implant recovery, this patient had a heart rate of 115-120 bpm. The pacing system was checked, and no anomalies were noted. Approximately 45 minutes later, the patient went into cardiac arrest with runs of ventricular fibrillation and tachycardia. Ten external shocks were required to return the patient to a normal rhythm. Once stabilized, the patient underwent an additional procedure in which there was no lead dislodgement found, and evidence of perforation was inconclusive. The ventricular lead was repositioned as a precautionary measure. The physician believed the cause of the cardiac arrest to be pericardial tamponade with hematoma, likely brought on by perforation.